Event description:
It was reported to tyco healthcare on june, 26 2006 that a customer had a problem with a foley catheter. The customer stated a few hours after they started to use the catheter, they noticed the balloon burst and the catheter came out.